Manufacturer narrative:
Device evaluated by manufacturer - received one accustick introducer sheath with residue present on the component indicating use/ handling. The metal stylet and dilator were not returned. A visual examination of the accustick sheath found the radiopaque (ro) marker to have been pushed proximally approximately 9.5 cm toward the hub. The sheath extrusion was bent and flattened in several areas. The sheath was bent adjacent to the hub. The sheath tip was damaged and torn outward. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material. The ro marker had been bent but was intact with no sections missing. Additionally the sheath was kinked adjacent to the marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that marker detachment occurred. As the accustick¿ ii introducer was inserted the physician noted that one of the radiopaque markers ¿came off¿ and barely stayed on catheter, the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is fine.

Event description:
It was reported that marker detachment occurred. As the accustick¿ ii introducer was inserted the physician noted that one of the radiopaque markers ¿came off¿ and barely stayed on catheter, the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).